Event description:
It was reported that the customer had a concern with the tamper resist seals on the alaris devices. They have seen some seals already peeling off as if something had removed the glue from the back of the sticker. There was no information on patient involvement. Bd received additional information. The customer reported that the pcu's power cord strap button would not snap, and the cord would come unwrapped.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the tamper seal already peeling off was confirmed during investigation. The reported issue of the power cord strap button that would not snap was not confirmed. External inspection of the suspect pcu were performed, and the tamper seal peeling off was observed. The label issue was escalated via dir# (B)(4). Training was conducted for all employees (first and second shifts at bd emi tijuana) who currently and directly work with the assembly of the pcu devices. The training specifically addressed label issues in accordance with the (B)(4) instructor-led training form. According to the escalation investigation - label issues (dir (B)(4)), training was previously conducted on (B)(6) 2025. The suspect power cord strap button was measured and compared against a known-good part. The dimensional measurements and the force required to decouple the button were found to be consistent with the reference part. A review of the error logs showed three (3) error codes 600.6840 (ib connect failed) from (B)(6) 2025 to (B)(6) 2025. On (B)(6) 2025 at 8:26 pm an infusion was started with a rate of 35 ml/hr and a volume to be infused (vtbi) of 140 ml. The bd alaris user manual v12.3.2 with guardrails, troubleshooting and maintenance guide provides the following information: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces, moving parts on the devices, power cords, and tamper evident labels. If you observe damage of any kind to the device or tamper evident labels, or find the device does not function as expected, return it to biomedical engineering for repair. There was no information on patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was not opened for investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of out of box (oob) labeling issues associated with damaged labels, incorrect labels, and missing labels is being attributed to manufacturing related issues. This issue was escalated and will be investigated under failure investigation (dir (B)(4)). Note that this report lists imdrf annex a1801, a0401, c0503, c07, d08, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.